Event description:
The user facility reported that a 34-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and suction alarms. Device wouldn¿t go above p4 without suction. After running down different causes, the physician determined that the pump inlet had axillary artery intima stuck to it. As a result, the pump was replaced with a new device. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Analysis of the data logs confirmed the low flow when the pump started that triggered the auto suction response and suction alarms. Based on clinical description & data review, the root cause of low flow was most likely due to biomaterial ingestion. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.